Event description:
It was reported that during use, a chest x-ray revealed atrial lead displacement. The patient was admitted, atrial lead was re-positioned and remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the wrap it clinical study.

Event description:
It was further reported that approximately seven months later, a chest x-ray revealed atrial lead displacement. No action taken and the atrial lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the atrial lead pacing threshold were very high. However patient does not require atrial pacing. Physician decision that the lead remain in use at present as the sensing is enough to ensure appropriate atrial tracing with biventricular pacing.